Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the garment was too tight restricting their breath. There was no alleged device malfunction contributing to the irritation. The patient¿s physician removed the lifevest for the irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable